Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 465 mg/dl at the time of the event. The customer was provided emergency treatment and was on an intravenous insulin drip. The customer stated no symptoms. Troubleshooting was declined. It was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
Customer returned pump for an alleged visit to emergency room for high bgs found on (B)(6)2023 (per ss event date). However, the customer's note stated that the customer returned pump for an alleged visit to emergency room for high bgs found on (B)(6)2023. On (B)(4), svn#(B)(4) - customer returned pump for an alleged possible under delivery anomaly, pump/transmitter communication anomaly, sensor reading/calibration anomaly and high bgs found on (B)(6)2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 16-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6)2023 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6)2023 00:00:00.000 dailytotalofallinsulindelivered = 41.975 dailytotalofbasalinsulindelivered = 31.375 dailytotalofbolusinsulindelivered = 10.6 (B)(6)2023 10:20:20.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6)2023 12:20:16.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 3.1 bolusamountdelivered = 3.1 (B)(6)2023 18:29:12.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 5 bolusamountdelivered = 5 in further full review of the pump history/traces on the customer's event date of(B)(6)2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date (B)(6)2023 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6)202300:00:00.000 dailytotalofallinsulindelivered = 64.525 dailytotalofbasalinsulindelivered = 39.875 dailytotalofbolusinsulindelivered = 24.65 (B)(6)2023 06:46:28.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction (670 only) normalbolusamountprogrammed = 0.3 bolusamountdelivered = 0.3 (B)(6)2023 10:59:44.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 6.2 bolusamountdelivered = 6.2 (B)(6)2023 13:39:58.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8 (B)(6)2023 16:50:50.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6)2023 17:24:20.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 5.6 bolusamountdelivered = 5.6 (B)(6)2023 18:29:42.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 0.6 bolusamountdelivered = 0.6 (B)(6)2023 19:24:50.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 3.7 bolusamountdelivered = 3.7 (B)(6)2023 19:58:35.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.6 bolusamountdelivered = 3.6 (B)(6)2023 21:01:33.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction (670 only) normalbolusamountprogrammed = 3.6 bolusamountdelivered = 0.15 on (B)(6)2023 21:01:33.000, normalbolusamountprogrammed = 3.6 u. However, the bolus is cancelled by the user and the bolusamountdelivered = 0.15 u. (B)(6)2023 21:19:22.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction (670 only) normalbolusamountprogrammed = 2.4 bolusamountdelivered = 0.2 on (B)(6)2023 21:19:22.000, normalbolusamountprogrammed = 2.4 u. However, the bolus is cancelled by the user and the bolusamountdelivered = 0.2 u. In further full review of the pump history/traces on the ss event date of (B)(6)2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date (B)(6)2023 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6)2023 00:00:00.000. Dailytotalofallinsulindelivered = 85.175. Dailytotalofbasalinsulindelivered = 45.875 dailytotalofbolusinsulindelivered = 39.3 (B)(6)2023 05:12:44.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction (670 only) normalbolusamountprogrammed = 3.1 bolusamountdelivered = 3.1 (B)(6)2023 05:37:00.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6)2023 06:28:32.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 3.7 bolusamountdelivered = 3.7 (B)(6)2023 09:15:28.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction (670 only) normalbolusamountprogrammed = 3.2 bolusamountdelivered = 3.2 (B)(6)2023 13:09:18.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction + food bolus normalbolusamountprogrammed = 7.7 bolusamountdelivered = 7.7 (B)(6)2023 14:46:42.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction (670 only) normalbolusamountprogrammed = 4.1 bolusamountdelivered = 4.1 (B)(6)2023 15:46:48.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.2 bolusamountdelivered = 5.2 (B)(6)2023 21:32:32.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction + food bolus normalbolusamountprogrammed = 5.8 bolusamountdelivered = 5.8 (B)(6)2023 23:21:00.000 normalbolusdelivered bolusprogrammingmethod = cl1 food bolus (670 only) normalbolusamountprogrammed = 3.7 bolusamountdelivered = 3.7 (B)(6)2023 23:37:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.6 bolusamountdelivered = 0.3 on (B)(6)2023 23:37:54.000, normalbolusamountprogrammed = 2.6 u. However, the bolus is cancelled by the user and the bolusamountdelivered = 0.3 u. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates (B)(6)2023, customer's event date (B)(6)2023 and ss event date (B)(6)2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6)2023 08:48:00.000. (B)(6)2023 08:58:00.000. (B)(6)2023 08:32:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6)2023 08:48:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly and sensor reading/calibration anomaly noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly, pump/transmitter communication anomaly and sensor reading/calibration anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.